Event description:
It was reported that the patient presented with chest pain approximately three years post ivc filter implant. Imaging demonstrated that the filter was tilted approximately ninety degrees and three legs had detached from the filter. Reportedly, one leg was located in the heart and another in the lung. The location of the third leg could not be determined. In addition, it was reported that the apex of the filter appeared to be incorporated in the wall of the ivc. There has been no intervention to retrieve the filter or the limbs.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter and detached limbs remain implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned images were not provided. The complaint investigation is inconclusive for filter limb detachment and filter tilt it should be noted that the following was reported by the user. At an unknown date, after filter implant, the patient underwent gastric bypass. The patient is female and was reported to be a geriatric pt. As the current IFU states, open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter, however, based on the available information, the definitive root cause for this complaint is unk. The current IFU (instructions for use) states: warnings: -filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. -movement, migration or tilt of the filter are known complications of vena cava filters. Precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. -filter malposition, filter tilt, pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Manufacturer narrative:
The product code and lot number have been provided. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfrj2904 for this failure mode. The patient's medical records were provided. Based upon the review of the medical records, the complaint investigation is confirmed for filter limb detachment, filter tilt, and filter limb perforation.

Event description:
Additional information provided from medical records. On (B)(6) 2011, the patient presented with chest pain and shortness of breath. X-ray and CT imaging revealed a filter tilt and metallic fragments that appeared to be fractured filter limbs in both lungs, the heart, the ae arch, the right psoas muscle, near the abdominal aorta, and adjacent to the right kidney. Filter struts were noted to extend extraluminally into the subjacent lumbar vertebral body. A small thrombus was also noted to extend cranially from the filter apex. Discussion regarding the CT findings with director of interventional radiology and two vascular surgeons resulted in the decision to forego any attempt at percutaneous or operative intervention to remove the filter or the detached filter limbs due to the risks outweighing the benefits. Most recent CT scan of (B)(6) 2012 indicates the filter and limb fragments are in a stable position.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and morbid obesity had an inferior vena cava (ivc) filter deployed in an infrarenal location prior to gastric bypass surgery. Approximately three years nine months post filter deployment, CT angiogram of the chest and abdomen demonstrated a tilted ivc filter with detached filter fragments identified bilaterally within lungs, aortic arch, heart, right psoas, abutting abdominal aorta, abutting/penetrating right renal lower pole, and extending into lumbar vertebral body. A 2 cm thrombus was extending cranially from the tip of the ivc filter. Previous imaging was reviewed and it was determined the linear metallic densities in the lung were unchanged from four months prior. Approximately three years ten months post filter deployment, open surgical retrieval of the filter was discussed, however it was felt the operative risk was excessive for the benefit. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, detached filter limbs, and perforation of the ivc. A clot can also be confirmed above the filter. Per the provided medical records, the filter was implanted in a morbidly obese patient prior to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter; procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient presented with chest pain approximately three years post ivc filter implant. Imaging demonstrated that the filter was tilted approximately ninety degrees and three legs had detached from the filter. Reportedly, one leg was located in the heart and another in the lung. The location of the third leg could not be determined. In addition, it was reported that the apex of the filter appeared to be incorporated in the wall of the ivc. There has been no intervention to retrieve the filter or the limbs. Additional information from medical records: on (B)(6) 2011, the patient presented with chest pain and shortness of breath. X-ray and CT imaging revealed a filter tilt and metallic fragments that appeared to be fractured filter limbs in both lungs, the heart, the aortic arch, the right psoas muscle, near the abdominal aorta, and adjacent to the right kidney. Filter struts were noted to extend extraluminally into the subjacent lumbar vertebral body. A small thrombus was also noted to extend cranially from the filter apex. Discussion regarding the CT findings with director of interventional radiology and two vascular surgeons resulted in the decision to forego any attempt at percutaneous or operative intervention to remove the filter or the detached filter limbs due to the risks outweighing the benefits. Most recent CT scan of (B)(6) 2012 indicates the filter and limb fragments are in a stable position.